Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Upon receipt, the device was tested on the bench, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. This analysis concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
This report is to advise of an event observed during analysis.